Event description:
Reporter indicated a vns therapy patient's generator could not be interrogated and that "the battery was dead." The patient has been referred to the surgeon for revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.